Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) is not possible, as no mfg lot number has been provided by complainant.

Event description:
It was reported that a hole was noted in the PICC. The PICC was placed through the introducer to the desired length. Then flushed with saline and coming back out through the introducer. PICC pulled back a couple of cm and flushed again. Saline was noted to be coming out through a hole in the PICC. PICC was removed and replaced.